Event description:
It was reported that patient underwent total knee arthroplasty in 2009. Subsequently, the post-operative radiographs revealed a foreign body in the tibia. The surgeon noticed that the blade of the mik blade was fractured and believes that this may have occurred as a result of contact with a retractor. This went unnoticed during the surgery. A revision procedure has not been reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Review of the sterilization certification found that lot was sterile released in 2009. The product was manufactured by synvasive technology, inc. And distributed by another co.

Manufacturer narrative:
The component was forwarded to manufacturer/supplier, synvasive technology, in 2009 for evaluation. A report with the investigation findings from synvasive was forwarded to biomet a week later. Evaluation of the returned device confirmed that the root cause of the fracture could be attributed to misuse or striking a metal object. Correction - review of receiving certification found that lot was sterile released on october 29, 2008.

Event description:
It was reported that patient underwent total knee arthroplasty in 2009. Subsequently, the post-operative radiographs revealed a foreign body in the tibia. The surgeon noticed that the blade of the mik blade was fractured and believes that this may have occurred as a result of contact with a retractor. This went unnoticed during the surgery. A revision procedure has not been reported to date.